Event description:
It was reported that during a laparoscopic endometriosis procedure, the generator received a generator error. The case was completed using monopolar with no patient consequence. No device to be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.